Event description:
Client was driving chair, when the chair would not decelerate quick enough. The client had to turn the chair, which then forced it into the wall. Client suffered a broken foot. Discussion with the client indicated that the speed of the chair was recently upgraded to 10mph, but there had not been any program changes to compensate for the increased speed. Client also addressed the current roll-back affecting how long his chair would travel at full speed.

Manufacturer narrative:
Wheelchair was modified to obtain a 10mph speed after delivery to the client. The motor controller was not adjusted for acceleration and deceleration values. Factory defined settings for the wheelchair were retained. The speed of the wheelchair when delivered to the client was 4.3mph. Teftec provided client with a replacement motor controller that was adjusted for the increased speed of the wheelchair.